Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 430 mg/dl. The customer has treated their blood glucose with the insulin pump. Customer also reported adhesive issues with their inserter. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.